Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy.

Event description:
Further follow-up indicates the wireless software update was performed clearing the elective replacement indicator (eri) message.